Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that the reservoir leaked into the reservoir compartment. Customer's blood glucose reading was 342 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.